Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed pump error 49 was found on 01/05/2026 10:41:48.000. Line=672 file=39. Pump error 3 was found on 01/12/2026 11:51:53.000. Line=1541 file=2002. Pump error 4 was found on 01/12/2026 14:41:55.000. Line=2690 file=32122. Pump error 23 was found on 01/05/2026 10:42:15.000. Line=672 file=39. Critical pump error 53 was found on 01/12/2026 11:51:53.000. Line=8192 file=10532. Pump error 68 was found on 01/05/2026 10:41:48.000. Line=672 file=39. Pump error 81 was found on 01/12/2026 11:51:45.000. Line=327 file=16. During testing, no relevant pump errors were noted. Unit passed displacement test, sleep current measurement test, and active current measurement test. No pump error 23 alarm or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was found on pcb1. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of pump error 23 were not confirmed when no pump error alarm 23 was noted during testing. However, allegations of pump errors 49, 3, 4, 53, 68, and 81 were confirmed when all alarms were noted during download history review. Due to moisture damage, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump error 3 (the main arm cannot communicate with the motor arm), pump error 4 (the motor arm cannot communicate with the main arm), pump error 23 (post-reset ram crc alarm), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 53 (software error detected), pump error 68 (trace pointers are invalid) and pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was). The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was partially performed and issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1885 will be returned for analysis.